Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2 (additional information): block a1, block a2 (age at time of event, unit of measure - age), block a3a (sex) ,block a3b (gender) block a4 (weight nit of measure - weight) block b5, block d4 (model number and catalog number), block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter address1) , block e3 (occupation) and block h6 (impact codes) have been updated based on the additional information received on may 29, 2025.

Event description:
It was reported to boston scientific corporation that a captivator - -snare was used during a procedure performed on (B)(6) 2025. During the procedure, the snare could not be fully extended, which led to longer treatment duration, increased bleeding at the wound site, and multiple attempts were required afterward to achieve hemostasis. The procedure was completed with another captivator - snare device. Additional information received on may 29, 2025: the procedure performed was a resection of colonic polyps in the colon. The procedure was delayed for 15 minutes.

Event description:
It was reported to boston scientific corporation that a captivator, snare was used during a procedure performed on (B)(6) 2025. During the procedure, the snare could not be fully extended, which led to longer treatment duration, increased bleeding at the wound site, and multiple attempts were required afterward to achieve hemostasis. The procedure was completed with another captivator, snare device. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.